Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 6 previously reported events are included in this follow-up record. Product return status 5 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. - 6 events had the problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. - 6 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 6 events were reported for this quarter. Product return status 3 devices were received. 3 device investigation types have not yet been determined. Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
No change

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 6 previously reported events are included in this follow-up record. Product return status 6 devices were received.